Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Ous MDR - after an implantation period of about 34 months, oversensing was reported. The lead is still actively implanted. No further details with regard to this incident have been reported. Should additional information become available, this report will be updated. No adverse patient side effects have been reported.

Manufacturer narrative:
On (B)(6) 2017 - a second episode of oversensing as well as shock impedance values greater than 150 ohm were reported on (B)(6) 2017. During the revision procedure on (B)(6) 2017, a possible lead defect was observed. The lead was replaced, capped and left in-situ.

Manufacturer narrative:
(B)(4) 2017 - a second episode of oversensing as well as shock impedance values greater than 150 ohm were reported on (B)(6) 2017. During the revision procedure on (B)(6) 2017, a possible lead defect was observed. The lead was capped and replaced. As of today, the medical device is not available for analysis, therefore the device itself could not be investigated. The analysis is thus based on the inspection of the quality documents as well as on the data you provided. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. The available trend curves demonstrated a stable shock impedance around 75 ohms between june 2014 and may 2017 with a subsequent increase to >150 ohms as mentioned in the complaint description. Furthermore the provided iegms showed noise on the ff- as well as on the ra-channel. In spite of the available information, no conclusion can be drawn regarding the root cause of the clinical observation. An analysis of the lead would be necessary for a root cause investigation. Should additional information or the device itself become available for analysis, the investigation will be updated.